Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-3638-1 was received for investigation. Dimensional analysis verified that the width of the inserter shaft met design specifications. No abnormality was identified when comparing the ar-3638-1 to drawing c11140, rev. 35. No problem found.

Event description:
It was reported that during a labrum refix surgery the implant did not fit into something. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. 17-june-2021 update dw further information were provided that the reported implant did not fit into the drill guide ar-3638ds. No additional incisions needed to be made to finish the surgery successfully.